Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 107 - multiple abnormal shutdowns) has been confirmed in the device download data. Upon investigation the monitor powered on. A review of download data shows that the monitor was repeatedly resetting. The cause for the resets was isolated to corrosion on connectors j101 and j502, as well as the monitor table board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was displaying a service code 107 - multiple abnormal shutdowns.